Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The user facility reported similar events. See MDR's 3013394970-2017-00391 and 3013394970-2017-00390. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the agio-seal failed to engage the locking cap and fell apart. The following information was provided by the user facility: the first click occurred without issue but when the doctor pulled back the angio-seal device to set the anchor the device did not click into place and came apart. The doctor was able to grab the tamper tube and manually complete the seal. It was reported that there was no injury to the patient and there was no noted blood loss.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide additional information in and to provide the completed investigation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on october 11, 2017. The doctor never felt any resistance in the insertion of the angio-seal. There was no resistance with the removal, that was the problem, it just came out, unattached. He could successfully manually tamper what was left.